Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's mother reported their blood glucose would reach a high of 400 mg/dl. Troubleshooting found the customer received a no delivery alarm and several motor error alarms. Customer stated their insulin pump was not exposed to a high magnetic field. Advised customer their insulin pump will be replaced. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.